Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported: "cracked tubing at connection. Infusion was 20% lipid with 1:1 heparin at 1.4 mls/hr for approx 2.5 hours." Event occurred in the nicu; no other information is currently available. There was no patient harm and no medical intervention was required. Although requested, no further patient information was available.